Event description:
The customer reported the intermittent loss of cine functionality resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is not report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine hard drive and backplane were replaced. The system was then found to be operating as intended.